Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure during the preparation, the flashing fluid was leaking out of the lead. The lead was not used and another was implanted. There were no complications noted during the procedure and the patient was discharged without complication.

Manufacturer narrative:
Analysis was normal. No anomalies were found. The reported event of lead ¿was leaking the flashing fluid from the body of the electrode¿ was confirmed. The cause of the reported event was isolated to inner insulation puncture due to procedural damage.